Manufacturer narrative:
The insulin pump was received with no button response due to unlocked lcd keypad connector. The pump was unable to perform displacement test due to no button response. The insulin pump was received with partially broken reservoir tube lip, minor scratched display window, cracked case at display window corner, cracked belt clip slot, cracked battery tube threads, cracked display window and cracked reservoir tube.

Event description:
The customer reported via phone call of damage from the insulin pump. The customer's blood glucose reading was unknown. The customer stated that the pump fell on the floor and the power went off. The customer did not mention any cracks but the reservoir showed no insulin and the battery showed no bars. Customer was advised to discontinue use of the device and to revert to a backup plan per health care provider's instructions. The insulin pump will be returned for analysis.